Event description:
It was reported that increased pacing lead impedances were observed for out-of-clinic measurements. In-clinic measurements were normal. No abnormalities were seen via fluoroscopy.

Manufacturer narrative:
A partial lead with the lead tip measuring 46.0cm was returned for analysis. Externalized conductors due to external and internal insulation abrasion were noted at 21.1-23.3cm from the lead tip. The etfe coating was intact at this location.

Event description:
New information provided indicated that noise was observed on the ventricular channel. Both ICD and lead were replaced. The patient condition post procedure was good.

Event description:
New information provided indicated variation of rv pacing lead impedance was observed since implant. Header/lead connection issue was suspected. Further testing for the connection and lead integrity were recommended. Oversensing the hourly hv lead impedance measurements was also noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.